Event description:
According to the reporter, the patient suffered from shortness of breath, decreased oxygen saturation, so an emergency intubation was put on the ventilator. After successful intubation, the "balloon" was inflated, and the "balloon" was not filled and leaked, so it could not be used normally. The device was immediately replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.